Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign objects in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most likely cause was not established. The event can be detected/prevented by following the instructions for use which state: gif-1200n series operation manual IFU document no.: rc7142 rev.: 05 section: chapter 3 preparation and inspection. Gif-1200n series reprocessing manual IFU document no.: rc7143 rev.: 04 section: chapter 5 reprocessing the endoscope and related reprocessing accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.